Event description:
The surgeon attempted to implant a collamer les model cc4204bf and it was stuck in the cartridge while advancing. The lens was not implanted and there was no pt injury. The surgeon believes the lens was damaged by the delivery system.